Event description:
It was reported that a device was used during a hemorrhoidectomy. The instrument did not staple completely. No further info is available. The case was completed by overstitching and there was no pt consequence.